Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023, the routine swab of the drainage line (dl) showed acinetobacter ursingil. Consequently, ciprobay 500 mg was prescribed twice daily for 4 weeks. During the following regular outpatient visits, no pathogen was detected. It was further reported that on (B)(6) 2024, the routine swab showed numerous staphylococcus epidermidis. The interval of dressing changes (dc) was shortened, and local antibiotic drops were prescribed. On (B)(6) 2025, the routine swab showed numerous staphylococcus epidermidis and staphylococcus hominis. The dressing changes were changed to daily, the local antibiotic therapy continued, and a control swab was recommended. Due to the worsening of the driveline exit site, inpatient admission was made with pathogen detection of staphylococcus aureus on (B)(6) 2025. Since then, intravenous antibiotic administration and surgical debridement had been carried out.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through case study "ten-year report on the first patient with heartmate 3 left ventricular assist device", that driveline showed recurrent positive swabs; however, no antibiotic nor surgical treatment was performed due to no clinical signs of infection. Dressing changes were performed twice a week.